Event description:
Information was received that a smiths medical cadd solis hpca pump under infused. No adverse patient effects were reported. Additional information was received indicating that the product problem occurred during patient use. Patient was extremely uncomfortable during labor and delivery (l&d). The l&d patient was started on a new epidural infusion at 01:58. Per cadd pump log data, the epidural pump was programmed at 01:58 with a reservoir volume of 100 ml. The report also showed "air detector on/off set to off, and "air detector sensitivity set to low." At 06:54, the epidural pump displayed a medium alarm for "reservoir volume low," which was acknowledged at 06:56. When the nurse changed to a new epidural bag, the nurse discovered that there was still about 95 ml of volume remaining in the bag. The anesthesia provider placed a new epidural line and the epidural pump was switched out. The patient stated experiencing significant relief with the new epidural placement and pump.

Manufacturer narrative:
B3: event date recorded: 03/02/2020. B5: updated with additional information. G4: 02/05/2020. H6: patient code updated to reflect: 2688 & 2330.

Manufacturer narrative:
One cadd solis hpca pumps was returned for analysis. Visual inspection performed, and product found in damaged lens. Event history log review was performed and found evidence of reported problem. Visual inspection and event history log review were performed. The customer's reported problem could not be confirmed. According to the investigation, the pump history log showed that the pump alerted low reservoir. No product fault found during investigation. Therefore, no further actions required.

Event description:
Information was received that a smiths medical cadd solis hpca pump under infused. No adverse patient effects were reported.